Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient commenced experiencing arm paralysis after cuttting down a tree. The implant site exhibited - budding-. The device was explanted.

Manufacturer narrative:
(B)(4).